Manufacturer narrative:
A supplemental medwatch will be provided when the investigation has been finalized.

Event description:
It was reported that after 2 hours of normal ventilation the patient monitoring system gave a low o2 saturation alarm. The ventilator's screen went dark and ventilation stopped. There was no alarm. It is unknown how low the o2 saturation was but the final patient outcome was no harm. (B)(4).